Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in for a non-device related procedure. Prior to the procedure, the device was showing a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the device had been beeping for approximately nine months, and the time of the bd alert could not be determined. The battery voltage appeared to be stable, and the most likely cause was magnet application in the past. No adverse patient effects were reported. The device remains in service.